Event description:
The device was used during a low anterior resection procedure. Reportedly, the staples did not form properly. The surgeon resected a portion of the colon to position the device. The hospital has reported that the pt's condition is stable.

Manufacturer narrative:
11/21/96-supplemental report #1 sent to FDA. Device eval indicated and codes entered in h3 and h6. Additional data entered in d9. Corrected daa entered in g4.